Manufacturer narrative:
It was determined this reporting was sent under incorrect MFR#. Please void this submission and refer to 0001825034 - 2019 - 00967.

Event description:
It was determined this reporting was sent under incorrect MFR#. Please void this submission and refer to 0001825034 - 2019 - 00967.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00969, 0001822565-2019-00972, 0001822565-2019-00975. Product remains implanted.

Event description:
It was reported that patient experienced foot drop on the right knee. Continue to experience pain, difficulty walking. No further information was available at the time of this report.